Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use mechanical lithotriptor v's basket failed to be opened within the bile duct. The issue occurred during a therapeutic endoscopic lithotripsy procedure, during sedation while device outside patient, and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.